Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced a high blood glucose of 25 mmol/l. Customer current blood glucose was 13.3 mmol/l. Customer had been using insulin pump within 48 hours of reported event. Auto mode feature was active at the time of the event. Based on customer's report they did alleged insulin pump was under delivering. The insulin pump will not be returned for analysis.